Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported an error referencing machine and proximal pressure sensors autozero failure, and an error showing the unit not powering on. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported errors. The customer replaced the data acquisition to motor controller printed circuit board cable, which did not resolve the issue. The customer mentioned that the unit would not power on with alternating current, however, the led light was working. The fse recommended replacing the central processing unit. The machine produced an additional error, serial peripheral interface bus issue, and air flow sensor and oxygen sensor calibration data errors. The fse secured the da to mc ribbon cable. The fse recommended also reinstalling the power management, motor controller, and data acquisition printed circuit board, as well as replacing the battery and the central processing unit.

Manufacturer narrative:
G4: 23apr2020. B4: 30apr2020. The manufacturer¿s field service engineer (fse) remotely confirmed unit was repaired and returned to service. However, the repair is unknown. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.